Event description:
Customer reported negative results for red blood cells, white blood cells and protein on the instrument where as visual results were positive for all three analytes. Customer also reported that there were three patient samples where they got a negative blood on the instrument and saw rbcs on the slide and dipstick. There was no report of injury due to this event.

Manufacturer narrative:
Instrument will be dispatched to the siemens field service engineer for service. The cause for the discordant red blood cells, white blood cells and protein results is unknown.